Manufacturer narrative:
H6 image review: intraprocedural fluoroscopic images were provided for review of the event. The patient¿s executive summary was included permitting a full anatomical assessment. Patient¿s aortic valve appeared to be minimally calcified with an annulus perimeter that measured 78.5 millimeter (mm) with a perimeter derived diameter of 25mm suggesting a 29mm evolut. The images showed that sometime after release, the valve dislodged ventricular, and an angiogram confirmed a deep valve position and possible moderate aortic regurgitation/paravalvular leak. The dislodgement event was not captured for review thus it is not possible to validate cause of the dislodgement. Subsequently, two snares were used to reposition the valve which resulted in aortic dislodgement. As stated in the instructions for use (IFU): repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. Consequently, a second valve was implanted, reportedly a 34mm valve, and no evidence of aortic regurgitation/paravalvular leak. As stated in the IFU: potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, a non-medtronic guidewire was used. The severity of the paravalvular leak (pvl) was moderate.

Manufacturer narrative:
Updated data: b5 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure using the transcatheter aortic valve evfxplus-29, following initial deployment the valve was recaptured due to sub-optimal positioning on the non-coronary cusp (ncc). At 80% on the subsequent deployment, the depth was noted as favorable on the ncc at 3-4 millimeters and on the left coronary cusp (lcc). In left anterior oblique/caudal view the depth was at 4 millimeters. Upon full deployment, the valve dislodged in the ventricular direction to a depth of 14-16 mm on the ncc and lcc. Circumferential paravalvular leak was observed. Both paddles were snared with gooseneck snares as implanters attempted to maneuver the valve into a shallower position. After several attempts, the valve was pulled into the ascending aortic position, free of the great vessels. Imaging, including a screening report and pre-case plan, was conducted. The decision was made to upsize to a 34 fx+ valve, which was loaded, placed into a favorable aortic position, and deployed successfully. There was a 45-minute procedural delay.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.